Manufacturer narrative:
Findings: pump received with minor scratched lcd window and cracked battery tube threads. Visual inspection shows that damage to lcd window is a severe scratch as reported by user. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the display worn.